Manufacturer narrative:
(B) (4).

Event description:
Procedure type: pneumonectomy. According to the reporter: the jaws of the stapler were closed, but the handle could not be fully squeezed. Ratchet could not be locked. Malformed stapling occurred as well. Staples were removed and additional manual stapling was needed. Used another device to complete the case. There was no additional bleeding nor tissue damage and nothing fell into the patient's cavity. Operative time was extended more than 30 minutes. No patient info available. No patient injury was reported.